Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer,death. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, death. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed an external and internal inspection of the device and observed the following: dust¿like contamination on the blower box and on the air inlet of the blower box. Dirt like contamination on the ui panel. The manufacture was able to get care orchestrator information from device. There were no errors observed. The manufacturer was not able to confirm the complaint or address the symptoms specified. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.